Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implant incision for the implantable cardioverter defibrillator did not heal properly and the patient subsequently developed an infection. The device was then removed on (B)(6) 2019. The patient was reported to be in stable condition post procedure.